Manufacturer narrative:
Device history records were not available for review as the device does not have an identifying serial number.

Event description:
During an implant procedure, a dissection was observed following use of the assert incision tool. Two stitches were placed and the assert device was able to be successfully implanted. The patient was stable following the procedure and will continue to be monitored.